Manufacturer narrative:
Himbert, dominique, claire bouleti, bernard iung, mohammed nejjari, eric brochet, jean-pol depoix, walid ghodbane, amir-ali fassa, patrick nataf, and alec vahanian. "Transcatheter valve replacement in patients with severe mitral valve disease and annular calcification." Journal of the american college of cardiology 64, no. 23 (2014): 2557-2558. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The cause of the too atrial position is unknown; however, may be related to procedural factors (device manipulation) and/or the mechanisms described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate from (B)(6), through the review of the medical article ¿transcatheter valve replacement in patients with severe mitral valve disease and annular calcification¿ corresponding author dr. Dominique himbert et al. The following event was identified as pertaining to edwards devices: - patient # 2: a (B)(6) female multi-morbid patient with severe mitral annular calcification (mac), who underwent a transcatheter mitral valve replacement (tmvr) with a 26 mm sapien xt valve by transvenous transseptal approach. The valve was implanted too atrial, thus, a valve-in-valve procedure was performed with a second 26-mm valve in a more appropriate ventricular position.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.